Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not crossing over to the pyxis, so the database was synced again. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the clinic had experienced another network outage, and the network was restored on 11/05. Patients were not crossing over to the pyxis, so the database was synced again. A technical support specialist (tss) resynchronized the station according to the knowledge article ¿proper datasync procedure & how to place new db in es station.¿ tss confirmed that the station was communicating with the server, and the customer informed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.